Event description:
It was reported that when a patient presented in-clinic for a device change-out due to normal eri, externalized conductors were observed. Increasing capture threshold was noted since implant. The lead was capped and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.